Event description:
It was reported that tandem mobi pump battery would not charge. There was no reported impact to the customer¿s blood glucose level. Customer followed technical support instructions to leave wall adapter plugged into a working outlet for at least 30 minutes, after which pump began charging using original charging supplies and no further assistance was required.